Event description:
The pt reported the following: "pt had a port repaired that was inserted into pt's left arm. The catheter broke off and a piece about 10 inches went into pt's heart. The doctor had to remove catheter through the groin".the implanting physician was contacted for further clarification of this event. The doctor indicated that the catheter appeared to have pulled away from the port. It should be noted that the catheter is manually attached to the port when it is implanted.